Event description:
It was reported that during an in clinic follow up, noise resulting in oversensing, low pacing impedance and inappropriate mode switching were observed on the right atrial (ra) lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.